Event description:
A surgeon reported that following a glaucoma filtration shunt implant procedure last yr, the device was removed and a trabeculectomy performed due to the pt having ocular hypertension. Add'l info has been requested.

Manufacturer narrative:
No data regarding product identity was rec'd i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The product was rec'd for eval. The shunt arrived clogged. After cleaning, the blockage was removed. The complaint was confirmed, as the shunt arrived clogged. The root cause could not be conclusively determined, no mfg or product failures were detected. The blockage can be caused by many different reasons during and after the clinical procedure. The reasons may be: blood clots, tissue debris etc. It could be caused during the implantation, or evolved afterwards, a third options is that the glaucoma filtration device (gfd) will be blocked during removal. Another possibility is that the blockage was temporary and then the investigation results could be negative. Add'l info has been requested. (B)(4).